Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On (B)(6) 2017 a patient (pt) called our affiliate in (B)(4) to report cloudy vision od while wearing the acuvue oasys brand contact lenses. The pt reported that on removal of the suspect lens, it was torn. The pt reported the od was fine after removal of the suspect lens. An eye clinic advised the pt that the power might not be suitable and the pt was advised to seek medical attention if the symptom persisted. The event date was reported as (B)(6) 2017. On (B)(6) 2017 the pt called to report he/she went to an eye care provider (ecp) on (B)(6) 2017 and was diagnosed with corneal staining od. The pt was also instructed to discontinue contact lens use with an undetermined time frame. The pt was also prescribed cravit ophthalmic solution 1.5%, hyalein ophthalmic solution 0.1%, and tarivid eye ointment. The pt feels pain od currently and was advised to return to the ecp (B)(6) 2017. On 13jun2017 a return call was placed to the pt and additional information was obtained: the pt did not return to the ecp on (B)(6) 2017 for a follow-up visit, but reported that the symptoms seemed slightly improved, but the od pain persisted. On 14jun2017 the additional information was received from the pts treating ecp¿s office: on (B)(6) 2017 the pt was diagnosed with conjunctivitis and diffuse superficial keratitis od. The pt was instructed to discontinue cl wear; pt was prescribed two kinds of eye drops (medication name was not provided) and an eye ointment due to the corneal staining and severe inflammation od. On 11jul2017 additional information was obtained from the pts treating ecp: date of visit: (B)(6) 2017; infectiveness: none; focal site and size: staining od in paracentral cornea at 1 o¿clock direction; erosion was severe and deep; inflammation which arising from corneal staining spread into conjunctiva and triggered conjunctivitis; va affect: admitted corrected va: od 0.6-0.7, os 1.0. Treatment: cravit ophthalmic solution 1.5% q1h, tearbalance 0.1% q1h, tarivid eye ointment 0.3% prn and bedtime. Date of visit: (B)(6) 2017 follow-up visit; outcome: improved; treatment: cravit ophthalmic solution 1.5% 6 times a day, tearbalance 0.1% 6 times a day. Eye ointment was discontinued since the pain disappeared; instruction to rtc: in a week. Visit date: (B)(6) 2017 follow-up visit; outcome: improved. Symptom: staining was slightly remaining. Conjunctival inflammation subsided; treatment: tearbalance 0.1% 6 times a day. Cravit ophthalmic solution 1.5% was discontinued; instruction to discontinue cl wear: ongoing; instruction to rtc: a week later. Visit date: (B)(6) 2017 follow-up visit; outcome: recovery was confirmed; diagnosis: recovery of corneal staining was confirmed; treatment: tearbalance 0.1% and diquas ophthalmic solution 3% qid for dry eye; no instructions to discontinue cl wear or to return to the clinic. The suspect product was discarded. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot l0031s8 was produced under normal conditions. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.